Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace. No button error alarm was noted. No further tests could be performed due to unresponsive keypad. The insulin pump was received with cracked reservoir tube lip, cracked reservoir tube window near reservoir tube and cracked battery tube threads.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 85 mg/dl. Customer stated that he took the battery out of the pump and now he cannot clear the battery out limit alarm. Customer stated that he sleeps on the pump and rolls on top of it. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.